Manufacturer narrative:
A philips response service engineer (rse) confirmed the customer intermittent issue when the x3 is attached to the mx450 the screen will freeze and they have to restart the monitor. The rse performed troubleshooting and requested the customer to upgrade the mx450 to the latest version on rev m to see if that fixes the issue. It is unknown if the information provided resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The engineer provided his analysis findings/quote; however we are unable to confirm the final disposition of the device because the customer did not follow up if the issue was resolved. If additional information is received the complaint file will be reopened. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
It was reported that when a x3 is connected to the mx450, the screen freezes and the customer has to turn the monitor on and off. There is normal display, but the customer can¿t press any of the soft buttons on the mx450. The device was in use at time of event and there was no adverse event reported.